Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned guide bolt wrench confirms the stated failure. The hex tip is rounded and deformed. The device exhibits signs of significant use and wear. A medical investigation was conducted and confirms no relevant clinical information was provided for inclusion in this investigation. Based on the information provided, the reported breakage occurred during use outside of the patient. Per report, a competitor¿s device was used to complete the procedure with a delay of less than or equal to 30-minutes. Since it was reported there was no harm to the patient, no further clinical/medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a trauma surgery the tip of the guide bolt wrench snapped off while trying to uncross thread from the nail. A competitor device was used to complete the procedure, which was delayed less or equal to 30 min. Patient was not harmed.